Manufacturer narrative:
The cusa excel console was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint. The catheter was received in a drainage tube with sutures attached and was punctured 9.2cm from tip at suture site, exposing internal wires. There was foreign material inside of the connector and corrosion residue on the connector pins. No further testing was possible. Root cause: per the complaint background, leaking csf. The complaint was confirmed in the failure analysis. The catheter was found to be torn causing the leakage. Per the supplier, the root cause is mishandling of the catheter. A DHR review, trending, and risk assessment were performed as part of the evaluation. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.

Manufacturer narrative:
Device identifier: (B)(4). Microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. The risk remains acceptable per the risk analysis.

Event description:
A facility reported that after the microsensor was implanted, it was leaking minimal csf. The device was retieved and stop the monitoring. There were no delays and no adverse consequences.